Event description:
The patient was already in a critical state of health prior to the procedure. The patient death was unrelated to the device.

Manufacturer narrative:
(B)(4). The analysis results found that the cdh25a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, the device stapled tissues correctly but when removing the device it opened. The surgeon tore tissues trying to remove the device out of the patient. The surgeon understood that all the staples were trapped on tissues. The surgeon finished the procedure with anastomosis. The patient went back in intensive care unit post surgery.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: was the mesenteric infarction the indication for this surgery? Yes. Was the patient in the intensive care unit prior to this surgery? Yes. Patient was already in intensive care unit in another hospital and was transferred at (B)(6). The patient returned in intensive care unit after the procedure. If the patient was not in the intensive care unit prior to surgery, was it planned that the patient would go to the intensive care unit following this surgery? N/a. What is the current status of the patient? The patient is dead. At this time no link has been established between the device and the event. Additional follow up is being conducted regarding the cause of patient death and if the death was related to the device? If additional details become available, a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4).